Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to noise. Other issues of insulation anomaly, high pacing threshold, and upper high voltage lead impedance were also noted. The lead was capped and replaced. No further information is available.